Event description:
It was reported that failure to capture was observed on the right ventricular lead. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition post procedure was stable.